Event description:
It was reported that at implant, the rv (right ventricular) setscrew could not be turned. Three wrench kits were used. It was described by the physician as being "frozen." The device was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. (B) (4)